Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage under telemetry was 1.89v and the overnight reading was 2.92v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported the battery voltage measured in the office was low and has differed from that gotten from save to disc review. The plan is to monitor the patient every three months. The device remains implanted.